Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer had not addressed bg level at time of troubleshooting. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.